Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and an anterior flail. The clip delivery system (cds) was advanced to the mitral valve. When the lock was activated and the clip in the closed position, the clip was still able to be opened. The lock was not engaging to hold the clip closed. The lock was opened and relocked; however, the clip again opened while locked. The cds was removed and tested outside the anatomy and locked without issue. The failure could not be reproduced outside the anatomy. The cds was no longer used and was replaced. Two clips were successfully placed, reducing the mr to 1. The patient did well. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported mechanical issue (clip open while locked) was not confirmed. The device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical issue of clip open while locked. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.